Event description:
Reported indicated that vns pt was hospitalized due to fever and increased heart rate 9>150 bpm). The pt was diagnosed with endocarditis. Tee (transesophageal echocardiogram) could not be performed due to pt's severe developmental disabilities. The pt was prescribed gentamyacin due to positive blood count. The magnet was placed over the device to temporarily discontinue stimulation. The pt's heart rate did not decrease during the time that vns stimulation was discontinued. Treating physicians reportedly did not believe that the pt's symptoms were in any way related to the vns since the pt had been implanted for so long without ever experiencing this type of incident. The pt was discharged and is reportedly doing well.